Manufacturer narrative:
On (B)(4) 2015 a medtronic representative, following-up, noted that the navigation system articulating arm and reference frame moved slightly intra-operatively, causing navigation inaccuracy. Patient was already registered, prepped and draped then the inaccuracy occurred when placing the sterile reference frame. The surgeon was using the older model (bar handle) arm and the medtronic representative recommended that would not be a good one to use in future procedures. Return requested. Site has opted not to replace the articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the navigation system articulating arm and reference frame shifted, causing navigation inaccuracy. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Per in situ observation by a medtronic representative, the scrub tech accidentally leaned on the reference frame and the entire arm moved slightly. The medtronic rep educated surgeon and scrub tech on the spot as to the significance of the frame and/or arm moving, as well as the need for the surgeon to confirm that the arm is very tight during initial set-up. A subsequent case was performed without incident. Per instructions for use of this device, "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the vertek articulating arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."